Event description:
It was reported that a right ventricular (rv) lead was unable to be implanted on 22 oct 2025 due to a failure to advance the stylet. The rv lead was not implanted, and no further intervention was performed. The patient remained stable.

Manufacturer narrative:
The reported event of a failure to advance stylet was confirmed by analysis. As received, a complete lead was returned for analysis. A stylet insertion test was unable to be performed. X-ray confirmed the stylet was unable to be inserted due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damage noted at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was replaced. The patient remained stable.